Event description:
Device of 2. Reference MFR report 1627487-2011-07068. The patient received a scs system on (B)(6) 2011 consisting of 2 leads from different lots. It was reported on (B)(6) 2011 that both of the patient's leads that were implanted migrated the morning after the implant and the patient subsequently only felt stimulation in one leg. Follow up indicated that the patient still does not have stimulation and does not want to have additional surgery at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.